Event description:
The facility reported to baxter that an intermate lv 167 device was found with its tubing broken at the luer lock. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
It was reported to baxter (B)(4) that a multirate infusor device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered while the device was being filled with ropivacaine hydrochloride hydrate. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a multirate infusor device which was leaking was not confirmed nor duplicated during product evaluation. A leak test was performed but found no evidence of a leak. Therefore, no assignable cause can be given. This device is a single use device and will be discarded.a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.